Manufacturer narrative:
On december 13, 2023, the mentor failure analysis lab received the device for evaluation. On december 19, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sm mpps dv 800cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a puncture on the anterior view, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the puncture, and parallel striations were found in the whole area of the puncture. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. A second product was received (lot-9811101). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On october 24, 2023, mentor received additional information indicating that the patient's explantation surgery has been rescheduled for (B)(6) 2023.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 800cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient was diagnosed, in-office, with spontaneous right breast implant deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023.